Event description:
Additional information was received on january 20, 2023. The patient reported/clarified that a few years after they got the implant, they had fallen about 12 feet and landed on their right side. After that the implant didn't work. Then, they had met with a rep to "restart it". They also noted that it was the stimulation that was towards the left side. They said no steps were taken to resolve the stimulation going to the left side, so the issue has not been resolved yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot#: serial#: unknown, implanted: , explanted: , product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown, ubd: , UDI#:. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller stated that their battery had gone dead so they had to get the battery "rebooted." Caller added that after it had gone dead, they fell off a ladder and landed on their side with the implant. After the battery was "rebooted" (registration showed replacement but caller denied having the battery replaced), they found that the leads were on the wrong side. Caller stated the device was used to treat sciatica on the right side but some of the stimulation was going to the left side. Caller let the battery go dead and didn't use it since. Caller stated they now are considering having an MRI of their knee due to an injury and wanted to know the compatibility of the stimulator with the MRI. Agent reviewed MRI compatibility information. The patient was redirected to their healthcare provider to discuss options for imaging and other considerations.